Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a m2 alarm was confirmed. The centrimag motor (serial #: (B)(6) was returned for analysis and a log file was downloaded for review from the returned and associated centrimag 2nd generation primary console. A review of the downloaded log file showed events spanning approximately 7 days (B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2021, (B)(6) 2021). Events occurring in 2021 took place during testing at abbott. The console was operating a motor at a speed of ~2500 rpm with a flow of ~1.5 lpm prior to at 15:55, a motor disconnected: m2 alarm activating. The motor speed and flow dropped to 0. The console was power cycled and the m2 alarms activated again following the unit being powered on at 15:56. The alarm was muted and the console was powered off again. M2 alarms continued to activate until the console was powered off a final time on (B)(6) 2020 at 16:21. There were no other notable alarms active in the log file. The centrimag motor was tested with the returned and associated flow probe, console, monitor to console cable, as well as a test mock loop. During testing, the motor cable was manipulated, and an alarm would activate, and the pump would stop when the cable was manipulated by the motor cable bend relief. The motor was subsequently scrapped. The root cause for the reported m2 alarms was conclusively determined to be due to an issue with the motor cable. The device history records were reviewed for the centrimag motor (serial #: (B)(6) and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that while preparing centrimag equipment to put a patient on support, there was a motor disconnected alarm even though the motor remained connected. After wiggling the motor cables, the alarm resolved. It was an m2 alarm with an s3 system alert.